Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the tracheostomy tube would not inflate due to a cuff leak.. The customer did not know if the cuff was pre-tested before use. Customer confirmed the patient death was due to respiratory failure and not related to the device failure.